Event description:
It was reported by the rep that the (1) sw100 was used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon was using the suture assistant concurrent to that he was having trocar challenges. The sales rep was in the room, but did not witness the actural incident. The rep asked 2 surgeons what they thought had happened and was told that perhaps too much pressure had been placed on the suture assistant when trying to dislodge it from the trocar. The suture assistant cartridge broke in 5 pieces and it took an hour to locate all of the pieces inside the abdomen. All pieces were removed from the abdomen and an x-ray was required to help locate the final piece. The case was extended by one hour.